Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for follow up in clinic with device coming through the skin. The complete system was explanted due to erosion. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.